Event description:
Patent had had an MRI and it didn't show conclusively if he had catheter issue or not.

Event description:
It was reported that a catheter and pump revision were done in (B)(6) 2012. It was noted that the patient was not aware of the dimensions of pump before it was implanted in (B)(6) 2012 and "immediately had to put on 30 pounds just to accommodate it so it didn't hurt so much," it was "so noticeable" the patient was "always" aware of it. The patient "couldn't sleep comfortable", the pump wasn't anchored like it was "supposed to be," it "protruded," would "float around," was "so tight" and "it was totally numb and itchy all the time," "it was so numb around one side of the pump." It was also reported that the patient had "no pain relief at all," the catheter "wasn't put in right," the "doctor couldn't thread it on all the way," the "medication just wasn't coming out," the pump "was working, but maybe it wasn't strong enough," "it was probably leaking," "it had to come out of somewhere. It can't come out the tube if the tube is solid. It's somewhere in between where it's plugged into the pump and at the catheter. It can't come out in between there somewhere or else it would be broken." And "they were withdrawing the same amount every time and they believed that it was going into my spine." It was not clear what was meant by that. It was noted specifically that there was not a volume discrepancy. The healthcare provider kept "trying" to increase the dosage without pain relief. The patient "could feel the catheter sticking right out of the skin" when he pressed against it. And it was noted that the healthcare provider told the patient that the "pump was working." It was noted "faulty pump on the discharge paper" and then it was stated that the hcp told the patient the reason for replacement was "intrathecal pump failure" and that "the medication wasn't coming out like it was supposed to." The device system was used to infuse bupivacaine and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the pump was moved because the 40 ml pump was too large for the patient. It was causing the patient pain at the pump site and abdominal wall. The pump was replaced with a 20 ml pump 2012 (B)(6). There was nothing mechanically wrong with the pump.

Manufacturer narrative:
Analysis of the pump revealed no anomalies.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).

Event description:
It was then reported that patient stated he had the ¿wrong size¿ pump implanted in (B)(6) 2012 and he could feel the catheter ¿moving around like it wasn¿t screwed in.¿ the patient saw his neurosurgeon and was told everything was fine. The patient also experienced numbness in his legs and extreme pain at that time as well and that was how the patient knew the catheter was having an issue. When the pump was replaced in (B)(6) 2012 it was discovered that the catheter was blocked solid.

Manufacturer narrative:
(B)(4).